Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 1400 mg/dl and they experienced "damage [to] kidney", renal failure, and sepsis. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and "passed out". Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.